Event description:
It was reported that during a distal pancreatectomy procedure, the tissue pad was split down the middle. The device was stopped before the tissue pad detached. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.